Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope experienced the forceps elevator wire was cut off the issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error: the event "forceps elevator wire was cut off" would not cause or contribute to a death or a serious injury if it were to recur.